Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing of what appeared to be electromagnetic interference (emi) on the right atrial (ra) channel. Boston scientific technical services (ts) was contacted, and ts informed that this was respiratory rate trend (rrt) oversensing and discussed programming options. Ts also noted variable pace impedance values on the non-boston scientific ra lead which jumped between the 500 ohms range to as high as 1689 ohms. The device and leads remain in service. No adverse patient effects were reported.